Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 800cc gel breast prostheses that possibly ruptured post implantation. Bilateral rupture was diagnosed via a physical. As a result, the patient underwent bilateral explantation on (B)(6) 2022. During explant surgery, it was discovered that both removed breast prostheses were not ruptured. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).